Event description:
It was reported that pump experienced repeated malfunction alarms identified by code 16-0x20e6, and no additional details about circumstances or blood glucose readings were available. There was no reported impact to the customer¿s blood glucose level. Technical support and distributor arranged for pump to be returned for evaluation, and customer received replacement pump while evaluation of returned device was pending.